Manufacturer narrative:
The suspect device was discarded by the customer and, therefore, not sent to olympus for evaluation. Attempts to replicate the reported issue using a test device did not result in damage or compressive buckling of the tube after the basket was opened and closed ten times repeatedly after the insertion portion was coiled twice and made smaller than fifteen centimeters in diameter. Since the lot number of the device was not known, a review of the device history record for one year prior to the event was conducted. No deviations were found that could have caused or contributed to the reported event. Olympus only ships devices that meet specifications. Based on the results of the legal manufacturer's investigation, due to condition of the device being unknown and replication testing not replicating damage or compressive buckling of the tube, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: " do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion." "Never use excessive force to open or close the grasping portion. This could damage the instrument." "When the grasping portion does not open and/or close smoothly, do not apply force but set the scope¿s angle back, or move the position of the grasping portion until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the grasping portion with calculus engaged may not be removed from the body." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the basket did not open when extended from the forceps channel during an unspecified procedure. Adjusting the angulation of the scope did not result in the basket opening. The procedure was completed with another similar device. There was no effect on the patient due to the event.